Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a watchman procedure, a versacross connect kit was selected for use. The physician used the mechanical guidewire to get to superior vena cava (svc). As the sheath and dilator were inserted, the guidewire got stuck when tried to withdraw it. Hence, both the dilator and the guidewire were took out together. To resolve the issue, a new kit was opened and the radio frequency wire used instead. The procedure was completed successfully and no patient complications occurred. The device is not expected to be returned for analysis as it was disposed.